Event description:
Report received from (B)(6) stating that the "motor spins free" when utilized with the device. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of the device "spins free" was confirmed. Reliability engineering determined that drive shaft of the attachment exhibited damage that is consistent with improper assembly of the attachment into the motor, and was damaged to the extent that it could no longer be locked into place. Reliability engineering further concluded that the most likely cause of the drive shaft wear/damage was disassembly of the attachment to the motor. If additional information is received, a supplemental report will be sent. (B)(4).